Event description:
The distributor reported there was a thermal injury to a pt's skin that resulted in a 2nd degree burn on the right thigh. The burn occurred at the return pad site. The burn was described as 5 cm in length, 1.5 cm in diameter. The burn was treated with ointment. This occurred during an rf liver ablation procedure. The incident sample is not being returned for eval.

Manufacturer narrative:
(B)(4). The site has indicated the incident sample will not be returned for eval. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may help mitigate the increased risk.